Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that they took the battery out for ten minutes, then put the battery back in and was able to clear the alarm. However, the up arrow had button issues. Customer's blood glucose reading was 251 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.